Manufacturer narrative:
The insulin pump had unexpected restart alarm after battery change due to interface board voltage leak. Device passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms, unexpected no delivery alarms or displacement anomalies noted. Device passed the self test. No external ram error alarm during testing. Device had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart after battery change. The customer stated he put a battery in the morning and it was at one bar already. The customer checked the alarm history and found an external ram error alarm as well. Customer was able to rewind and normal bolus delivered into the air was recorded in the bolus history. Customer mentioned he went through a metal detector. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.